Manufacturer narrative:
Follow-up #1: date of submission 9/22/15 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: multiple occlusion detected alarms observed in the bb history due to high force. During testing, the pump performed the ezprime steps with no occlusion alarms occurring. The pump was exercised for 24 hours on a 1 u/hour basal rate with no cs alarms occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump. The force sensor calibration reading was found to be within the required specifications. Unable to duplicate occlusion issue. Returned battery cap used to complete the investigation.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (occlusion issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.